Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler revealed a nonfunctioning and blank display with led lights on. The internal inspection of the cycler identified a burnt transformer (t1) on the inverter board. This caused the no power to reach the lcd display. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was flickering and then went blank during their peritoneal dialysis (pd) treatment (fill 2). They cycler did not alarm, however the patient could hear the cycler working. The patient reported that the buttons on the side scree were not lit and that only the iq drive light was on. The patient verified that the connection to the back of the cycler and the wall was secure. The patient touched the screen but it remained dark. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, it was confirmed that the patient¿s treatment was completed. There were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.